Manufacturer narrative:
Continuation d10: ICD: dvbb1d1. Implant date: (B)(6) 2013. Lead: 0158. Implant date: (B)(6) 2009. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient controller exhibited intermittent beeping which was not resolved with a power source change. The patient noted that the beeping occurred most frequently when reaching down from standing or standing up from sitting. Upon evaluation in the emergency department, the side 1 power port was found to have a loose connection and a potential bent pin, and the power connect tone was able to be reproduced with two different batteries on that side. A review of the controller event history showed no alarms, pump stops, or double power disconnects. The patient denied light-headedness, shortness of breath, fatigue, or palpitations. Both primary and backup controllers were programmed, and the primary controller was exchanged without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as the investigation summary was revised. Product event summary: the controller (B)(6) was returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within power port one (1). Supplemental testing revealed that the gold-plating of the power port pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Internal visual inspection revealed no anomalies. No bent pins were found during failure analysis. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several instances of premature power switching events that were due to momentary disconnections involving (B)(6) analysis of th e data log file also revealed several momentary disconnections that did not lead to premature power switching events involving (B)(6). Momentary disconnections will result in an audible tone or ¿beep¿. The associated batteries had been lubricated prior to release. Additionally, review of the alarm file revealed one (1) vad disconnect alarm logged on (B)(6) 2026 at 15:44:59, indicating a physical disconnection of the driveline from the controller, likely during the reported controller exchange. As a result, the reported power switching event was confirmed. The reported poor mechanical connection and bent pins could not be co nfirmed. However, it is likely the poor mechanical connection correlates to the momentary disconnections associated with power port one (1). A possible root cause of the reported bent pin could not be determined as failure analysis did not reveal any bent pins. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the reported power switching events can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) and the associated batteries falls in scope of this CAPA. The most likely root cause of the observed contamination within the controller power port can be attributed to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed functional testing. Visual inspection revealed contamination within power port one (1). Supplemental testing revealed that the gold-plating of the power port pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Internal visual inspection revealed no anomalies. No bent pins were found during failure analysis. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several instances of premature power switching events that were due to momentary disconnections involving (B)(6). Analysis of the data log file also revealed several momentary disconnections that did not lead to premature power switching events involving (B)(6). Momentary disconnections will result in an audible tone or ¿beep¿. The associated batteries had been lubricated prior to release. Additionally, review of the alarm file revealed one (1) vad disconnect alarm logged on (B)(6) 2026 at 15:44:59, indicating a physical disconnection of the driveline from the controller, likely during the reported controller exchange. As a result, the reported power switching event was confirmed. The reported poor mechanical connection and bent pins could not be confirmed. However, it is likely the poor mechanical connection correlates to the momentary disconnections associated with power port one (1). A possible root cause of the reported bent pin could not be determined as failure analysis did not reveal any bent pins. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the reported power switching events can be attributed to momentary disconnections due to fretting corrosion of the controller- port/power-source pins and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) and the associated batteries falls in scope of this CAPA. The most likely root cause of the observed contamination within the controller power port can be attributed to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.